Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and a "batteries low, replace controller batteries soon" message was seen. The recharger antenna also had insulation pulling out of the rtm donut. They were unable to duplicate rtm getting hot while testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member (pt rep) who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep reported that "probably" sometime in january pt started experiencing issues charging their ins. Pt rep mentioned that the recharging was a "hit or miss" and that they would wait a few minutes to put it back in. Pt rep spoke with a manufacturer representative (rep) at their healthcare provider's (hcp) office last week and was told to reset the controller and it resolved for a day or so and then pt hasn't been able to charge their ins since then. Pt rep also mentioned they had been hearing clicking coming from the recharger. Pt rep confirmed that there is no visible damage to the recharger cord but they noticed that the recharger had been getting warmer than usual. The issue was not resolved. The patient was sent out a replacement recharger (rtm). No symptoms were reported. 2022-may-06: additional information was received. It was reported that the pt is still having issues while charging their ins. Caller stated it has been taking longer and longer for pt to charge their ins and it now takes about 1.5-2 hours to charge. Caller also stated pt was attempting to charge their ins last night and "replace controller batteries" displayed. Caller confirmed this issue has been ongoing for at least the past couple months and said issues did not resolve after receiving the replacement recharger. Caller was not with pt at the time of call. Instructed caller to call back when they are with pt for further troubleshooting. The pt rep called back and stated patient is still having the same issue with the new recharger they received in march 2022. Caller stated they are getting message on the controller replace controller batteries and ins is taking 2hrs to charge. The caller was asked to inspect the recharger (rtm) and controller for damage in the ports and cords and if the rtm gets hot. Caller stated there is no damage on the controller or rtm and rtm does not get hot. Caller stated they get excellent quality when recharging the ins. The caller was asked to connect with the controller and controller shows ins 70%, controller 100% charged. Asked if patient had fall or trauma and caller said no. It was reviewed if new controller does not resolve the issue, the next step would be for patient to consult with her healthcare provider (hcp) office regarding her concern with recharging ins. An email request was sent to the repair department for the controller. No symptoms were reported. 2022-may-16: additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller says they have had "repeated problems" and that we sent a new recharger (rtm) because of the heating that was occurring. They said after getting the replacement they called back to patient services (pss) and was then sent a new controller (last call they made to us on may 9th). They said since getting the replacement controller the issue of taking too long to charge is still persisting. Patient services (pss) reviewed that since we have already replaced rtm and controller, the next step is to consult with healthcare provider (hcp). Caller understood this. 2022-jun-10: the patient reported the cause of the long recharge time was not determined by their healthcare provider (hcp), they changed to program b which seemed to be effective. The 'battery needs to be replaced' message was addressed by their manufacturer representative (rep) and they will follow up if it occurs again.